Event description:
During surgical procedure stapler device misfired causing repeat of anastomosis with new device. Device fired only partial staple and remaining staple jammed into gun. Unit isolated and sent to biomedical engineering for further evaluation.